Event description:
The following was reported: "a total of 5 devices malfunctioned on the same day. "For the first device, the plug was already deployed when the device came apart. A second device was used that had a balloon loss of pressure while in use. Three more devices came apart on the sheath. The patient did not suffer any adverse events."

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant remains in manufactured position. An attempt to inflate the balloon with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear on the balloon, approximately 5mm from the balloon proximal tip. The review of the lhr (lot f1326801) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the investigation performed, the "devices came apart on the sheath" failure was probably caused by a balloon loss of pressure and the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00722 for the first device, MDR 3004939290-2014-00582, MDR 3004939290-2014-00952 and MDR 3004939290-2014-00953 for the second, fourth and fifth devices.